Manufacturer narrative:
There were multiple device names/types and 510k numbers reported to be involved. Additional information below: medical device type: fmf. Common device name: piston syringe. PMA / 510(k)#: k941562. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the bd eclipse¿ needle with detachable bd luer-lok¿ syringe was defective. The following information was provided by the initial reporter: "distorted stopper".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-apr-2022. H.6. Investigation: one photo and one syringe sample in open packaging was received by our quality team for evaluation. From the photo, the team observed that the plunger is withdrawn to the scale marking of 0.65 ml and there are signs of distortion at the top stopper edge. The sample was subjected to visual inspection and the team observed that the top edge of the stopper is distorted downwards inside the syringe barrel. Upon pulling out the plunger from the syringe barrel, it was observed clearly that the top of the stopper is not flat but distorted at one end. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The 1 ml syringe part is manufactured at bd canaan and the bd canaan quality team has performed a supplemental investigation. The potential root cause of this jammed stopper defect is associated with the assembly process.

Event description:
It was reported that the stopper in the bd eclipse¿ needle with detachable bd luer-lok¿ syringe was defective. The following information was provided by the initial reporter: "distorted stopper."